Event description:
The patient underwent a revision surgery approximately one month after implantation to address the migration of two tritanium pl cages at the l4-l5 level. The patient reported pain and subsequent imaging identified the migrated cages. This report captures the first of two migrated tritanium pl cage.

Event description:
The patient underwent a revision surgery approximately one month after implantation to address the migration of two tritanium pl cages at the l4-l5 level. The patient reported pain and subsequent imaging identified the migrated cages. This report captures the first of two migrated tritanium pl cage.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.